Event description:
During the investigation, it was noted that the stent was partially deployed. No patient injury was reported.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual inspection of the device found that the microdelivery catheter distal shaft was compressed on its distal 4.0 cm section. The distal tip and distal marker were also compressed. A small amount of blood was found in the microdelivery catheter. The microdelivery catheter and stabilizer were flushed with water. The stent was partially protruding through the microdelivery catheter distal end. The stabilizer was pulled out of the microdelivery catheter and found to be kinked on its middle shaft. Blood was found in the stabilizer middle and distal shafts. The stent was fully deployed on the bench and was conforming to its visual specifications. Because of the high friction, the user may have applied excessive force between the stabilizer and the catheter in an effort to deploy the stent. This force in the catheter can cause stretching of the microcatheter, and the corresponding compressive force in the stabilizer can cause compression the stabilizer, which may manifest itself as buckling, bending, and possibly kinking and breakage. The observed partially protruding stent is believed to be a result of the failed attempt at stent delivery. Based on the information provided and the investigation, the most probable cause for the difficulty deploying is either excessive tortuosity in the region of the loaded stent, resulting in higher deployment force or excessive tortuosity proximal to the stent, reducing the efficiency of force transmission from the inner body to the stent, both anatomical factors.

Event description:
During the investigation, it was noted that the stent was partially deployed. No patient injury was reported.